Event description:
Factory analysis and testing of the gas delivery system was performed and no failures were identified.

Manufacturer narrative:
Supplemental report

Event description:
The customer reported the ventilator alarmed and shut down. The customer reported the device was in use on a patient. There was no patient harm. The manufacturers field service engineer replaced the gds to correct the reported problem. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The service engineer replaced the gas delivery system to address the finding. Performance verification testing was completed and passed to operating specifications.

Manufacturer narrative:
Gas delivery system.

Manufacturer narrative:
.